Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain at the lead anchor site. The patient underwent an explant procedure. The explanted lead anchor was not returned.